Event description:
It was reported that the customer was hospitalized due to high blood glucose and no delivery alarms. The customer's blood glucose reading was 25 mmol/l. Troubleshooting was performed. It was stated that the alarms occurred during basal. It was stated that the customer attempted to use different sets without results. Determined that the cannula was not bent or kinked. It was stated that the customer had called before and requested assistance with programming the loaner insulin pump. Assisted with programming the bolus wizard, basals, and alert type. However, the customer still requested having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.